Event description:
Manufacturer representative reports patient fell approximately 2 weeks ago. Oral drugs were used to supplement because of no pain relief. The patient underwent a catheter revision. Final patient outcome was not reported.

Manufacturer narrative:
Report being sent following internal audit.